Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2011. Dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an left ventricular (lv) lead impedance warning for low impedance. Follow up concluded that no intervention was done and it will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.